Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00973 and 3007042319-2015-00974) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the medical staff that a patient experienced power source switching from one port to the other port. The batteries were exchanged. There were no reported consequences or impact to the patient; the patient activity is unknown during the event. No additional information was provided. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported from (B)(6) by the medical staff that a patient experienced power source switching from one port to the other port. The batteries were exchanged. There were no reported consequences or impact to the patient; the patient activity is unknown during the event. No additional information was provided. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00973 and 3007042319-2015-00974) submitted for devices related to the same event.

Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. During the review of the log files revealed occurrences of premature switching events near to the event date. The premature switching events are most likely due to communication anomalies between the battery and the controller. The reported event could not be replicated or confirmed. As a result the battery performs as per specification. This is two of two reports (3007042319-2015-00973 and 3007042319-2015-00974) submitted for devices related to the same event. Heartware will submit a supplemental report when new information becomes available.